Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual inspection found no issues. The functional evaluation established a relationship between the reported complaint and the device. The device was tested and failed calibration, it was found that the filter enclosure was broken. Due to the filter being defective the device would not function correctly, and could have an impact on its ability to alarm under expected conditions. The root cause was determined to be an individual component failure. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, fail to alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. B5 updated.

Event description:
It was reported that during treatment, the console did not alarm despite significant air leaks. It is unknown if there was a delay. There was a backup available and no harm or injury was reported to the patient.

Event description:
It was reported that the console doesn't go into alarm despite significant air leaks. It is unknown if there was a delay or when the event happened regarding the treatment. There was a backup available and no harm or injury was reported to the patient.